Event description:
Boston scientific received information that this patient stated that just below his windpipe he has a spur that is almost sticking out of his skin and it is sore to the touch. The patient feels it might be a lead end and possibly the lead has fractured and is almost poking through his skin. The patient reported he is asymptomatic except the soreness. No adverse patient effects were reported.

Manufacturer narrative:
A patient services representative recommended the patient contact his physician to explain what he is experiencing. Attempts to obtain additional details regarding the reported clinical observations were unsuccessful. According to our records, no other adverse events have been reported and all three of this patient's leads remain in service. This product issue will be updated if additional information is received.